Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that customer's insulin pump was alarming and squirting insulin out during manual prime. The piston continues to move after hitting the reservoir. There were no numbers on the screen or any beeps. Customer cannot exit the prime process. The device was not dropped or exposed to water. The drive support cap appears normal. Customer's blood glucose is 187 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.